Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient experienced two syncopal events within the last 4 or 5 weeks. Following the first syncopal event, the patient's device was interrogated and found that the device was working appropriately. The patient is concerned that the device is not functioning as it should, and stated that just prior to the second event, there was a zinging electrical feeling from the left side of the head and over the top of the skull. The patient stated that the physician has prescribed some testing to see if that might detect any other issues, none of which have found anything wrong. The patient was advised by boston scientific patient services to speak with her physician. To date, no additional adverse patient effects have been reported.